Event description:
It was reported that a homechoice (hc) pro machine was warming the solution too much at the lowest temperature setting. The step of setup or therapy during which this occurred is unknown. The home patient (hp) indicated they would not complete therapy using manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.